Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : no observed. No additional observation. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side calcifications and rupture. The device has been explanted.

Event description:
Healthcare professional reported right side calcifications and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
The device has been explanted.